Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review. D4: catalog number is unknown. D4: UDI information is unknown. G5: premarket (510k) number is unknown. E4: initial reporter also sent report to FDA is unknown.

Event description:
It was reported that cellulitis was found at the infusion site. Patient was started on concomitant medication or therapy.